Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when attempting to fill multiple cartridges. Customer's blood glucose level was 133 mg/dl. Customer was able to successfully load a new cartridge.